Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2016-02547. The patient weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. The motor is not a single use device. The approximate age of the device is 2 years and 11 months. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
The patient was placed on biventricular extracorporeal circulatory support. It was reported that the patient was to be transported from the ICU to an unspecified location. At the time of disconnecting the main power supply to the device console, pump stoppage occurred, and the primary console alarmed system fault/run-time-system-failure. The physicians immediately clamped the return line of the pump circuit and switched the pump to the backup console and motor. Pump function resumed. It was reported that the patient continues on extracorporeal support. It was reported that the patient was asymptomatic. No additional information was provided.